Event description:
Patient had surgery for repair of an inguinal hernia. On postop day two, pt expired. Final autopsy findings: acute peritonitis, septic shock. According to user facility risk manager. There was no indication that the mesh played any part in the event.